Event description:
It was reported that the patient underwent a surgical procedure on an unknown date to treat sui & pop and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient underwent mesh revision/removal concurrently with a salpingo-oophorectomy on (B)(6) 2010 due to pelvic and abdominal pain and an ovarian cyst. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced nocturia and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and vaginal scarring. No additional information was provided. (B)(4).